Event description:
It was reported that this right ventricular (rv) lead tachy lead had been implanted eight weeks prior, but sensing decreased dramatically and the health care professional (hcp) decided to revise it. During the implant of a new rv lead, it was noted the patient's current lead was stuck and will be extracted later. Besides the revision procedure itself, no other adverse patient effects were reported.